Event description:
Healthcare professional reported immediately after injection in the cheeks with one syringe of juvederm ultra plus xc, the patient started experiencing swelling on the right cheek, hematoma and bruising under right eye, tenderness close to nose, and described that "blood vessels were compromised." The patient was treated with "ice compressions" immediately after injection. Blisters on the "nasolabial areas" were noted four days later. Five days after injection, the patient was treated with a "vinegar and water treatment." Two days later, the patient was treated with "antibiotics," valtrex, and nitro paste. The symptoms are on going.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions. All the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, hematoma, bruising, tenderness, compromised blood vessels, and blisters are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.